Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe was weakly aspirating during surgery. The procedure type was unknown. The procedure was completed on same day after replacing it with the same product. There was no patient contact.

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6. And h.11. No technical inquiries were received from the customer. Five opened probes 4/w, 1 w/o tip protectors in a zip top bag were received for the report of evaluation. Sample 1 was visually inspected and found to be nonconforming with the probe needle severely bent. The sample was then functionally tested for actuation and aspiration. The actuation was nonconforming as no presence of inner cutter in the port and was conforming for aspiration. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the severely bent needle. Sample 2-5 were not within the reported pak lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the complaint evaluation could not confirm the reported aspiration failure and confirms the probe needle was bent and an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. Samples 2-5 were not within the reported lot and no evaluation was performed. No further investigative or manufacturing actions are warranted at this time as the reported aspiration failure was not confirmed and an exact root cause for the bent needle and actuation failure could not be determined from this evaluation. Samples 2-5 were not within the reported lot and no evaluation was performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).